Manufacturer narrative:
Concomitant medical products: a4dr01 ipg, implanted: (B)(6) 2013. Evolutr-29-us valve, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was noted that the right ventricular (rv) lead exhibited loss of capture and increased threshold. The right atrial (ra) lead exhibited undersensing. Both leads remains in use. No patient complications have been reported as a result of this event.